Manufacturer narrative:
(B)(4). Additional information: batch # m90z51. Conclusion: the device was returned with the upper jaw detached returned and the I-blade upper tip was broken off and was not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information: the entire upper jaw came off the device. Surgeon doesn't know if he was too rough with the device or not. He believes he wasn't as he used it the same way he always uses it.

Event description:
It was reported that during a robotic laparoscopic low anterior resection procedure, after several uses the upper jaw of the device fell off inside of the patient. It was retrieved without incident. Another like device was used to complete the procedure. There were no adverse consequences for the patient.